Event description:
Note: this report pertains two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2012-01278 and 3005099803-2012-01279. It was reported to boston scientific corporation that a dreamtome rx 44 was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the tome did not conduct energy on the endocut setting. However, the tome was able to conduct energy when set to the coag setting. A second generator and second dreamtome rx 44 were then used, and the tome did not conduct energy on the endocut setting. However, the tome was able to conduct energy when set to the coag setting. A third dreamtome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains two devices used during the same procedure. Refer to manufacturer report #'s 3005099803-2012-01278 and 3005099803-2012-01279. It was reported to boston scientific corporation that a dreamtome rx 44 was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the tome did not conduct energy on the endocut setting. However, the tome was able to conduct energy when set to the coag setting. A second generator and second dreamtome rx 44 were then used, and the tome did not conduct energy on the endocut setting. However, the tome was able to conduct energy when set to the coag setting. A third dreamtome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the cut wire was discolored. Additionally, the distal pierce hole was melted. The length of the cut wire was found to be within specification. Electrical testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. Testing of the device found it met specification with respect to electrical performance, therefore, the most probable root cause for the customer complaint is not confirmed. The device history record review found the device met all manufacturing specifications. Result- no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted and melted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed